Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose levels that ranged from 400-575 mg/dl with high ketones. Customer delivered a correction bolus via a manual injection. Tandem technical support (cts) performed a system check on the pump and determined that the pump was functioning as intended. Customer acknowledged. In addition, it was reported that the cartridge leaked insulin. Reportedly, the customer did not remove air prior to filling the cartridge with insulin. Cts educated customer on filling cartridge process. Customer acknowledged and changed the cartridge to resolve the issue.